Event description:
During an in clinic follow up, it was noted the device was in back up mode. It was noted the patient had undergone an magnetic resonance imaging without the device being programmed into magnetic resonance imaging setting. Technical support was contacted, and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.